Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. The root cause for the failure was the white wires were broken along the connector plug on ECG ¿c¿ and ¿d¿ cable. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.